Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 525cc and experienced bilateral capsular contracture baker grade iii (r) and baker grade IV (l). The patient underwent a capsulotomy on the right side on (B)(6) 2019, and again on (B)(6) 2019. During the surgery on (B)(6) 2019, the right side device was removed and re-inserted back into the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The removal and re-insertion of an implant is an off label use of the device. This report is for the left breast prosthesis.

Manufacturer narrative:
On oct 21 2021, additional information was received indicating the baker grade was grade IV bilaterally. The explantation date was identified as (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 6 2021, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the replacement devices were mentor gel breast implants (9623603-035 and 9615544-026). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 525cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).